Event description:
65-year-old female received an impella 5.5 on (B)(6) for transplant evaluation. On (B)(6), she required 2 units prbc for low hemoglobin. CT later showed a hemothorax, and a chest tube was placed. Anticoagulation was held due to a planned vascular repair of a left femoral artery injury from a prior iabp. On (B)(6), the impella 5.5 showed placement signal¿blood pressure discrepancies and intermittent unreliable alarms. The device was explanted and replaced. During the procedure, visible clot was noted in the graft; the surgeon irrigated it and reused the same graft for the new impella 5.5. Post-implant, the patient had absent right radial pulses distal to the axillary access. Vascular surgery performed a thrombectomy with resolution of the issue. For initial pump, major bleed, anemia and placement signal issue were all pump related requiring exchange. After 2nd impella 5.5 placed, thromboembolism developed likely due to pump. All resolved.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Correction: additional information received noted there were placement signal not reliable alarms. This information was not duly reported although captured in the event description of the initial report. As a result, sections b1 (adverse event/product problem), b2 (outcomes attributed), and h1 (type of reportable event) were updated, corrected. Complaint/patient and product experience coding has been revised to more accurately reflect the reported event and therefore, h6 health effect ¿ clinical/impact and medical device problem coding has been fully updated and should be considered the representation of the reported event. And h6 investigation type/findings and conclusion were repopulated. Note: h1 type of reportable event remains unchanged as initially reported. Note: additional information received confirmed the event onset date (12-nov-2025) as initially reported. Correction. D1 brand name was corrected accordingly. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc., or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.